Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). PMA/510(k) number: k011245 and k002188.

Event description:
The doctor reported that during the dental surgical procedure, he noticed that the implant container was empty. The affected dental position is unknown. Procedure completed

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information.vial was returned and seal has been broken and opened. No products inside. Pictures were not provided. Review of appropriate documentation: documents reviewed: instructions for use for swissplus® and tapered swissplus® implants 9667 rev 2 - 10/19. Information identified: 'warnings, precautions' DHR review: DHR review was completed for the subject lot number (2020080503). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.there was no indication of a packaging nc. Complaint history review: complaint history review was performed for the reported lot number (2020080503) for similar event and no other complaint was identified. Review completed utilizing keywords: incorrect component quantity post market trend review: oct post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information is available at the time of this report.